Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a health care provider reported that on (B)(6) 2004, the patient had a cypher stent placed in left anterior descending artery (lad) for unknown reasons. On (B)(6) 2009, the patient had a second cypher stent placed in the lad for unknown reasons. Hospitalization is unknown. No further information was provided. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by medical affairs, a health care provider reported that on (B)(6) 2004, the patient had a cypher stent placed in left anterior descending artery (lad) for unknown reasons. On (B)(6) 2009, the patient had a second cypher stent placed in the lad for unknown reasons. Hospitalization is unknown. Beginning 2009, the patient had an unknown event which led to cataract surgery. Hospitalization was unknown. No further information was provided.